Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a fluid leak with their stay safe multiple tubing segment (mts) set at the patient connection during their pd treatment. At that point in time, the fresenius technical support representative advised the patient to reset up with new supplies. Upon follow-up with the patient's peritoneal dialysis registered nurse (pdrn), it was confirmed that the patient did no experience any injury, adverse event, or require medical intervention as a result of the reported event. The patient was able to complete treatment by setting up with new supplies. The mts set is not available to be returned for evaluation because it was discarded.